Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair product. Details of the event are provided below. It was reported that the cormatrix ecm for carotid repair was used for femoral patch angioplasty. Approximately 1 month following the procedure, the patient returned with bleeding. The exact cause of the bleeding and the medical intervention that was required at the time of the event is currently unknown. Additional details have been requested from the surgeon but have not yet been provided. The use of the cormatrix ecm for carotid repair in the femoral artery is not an FDA cleared indication. This is an off-label use of the cormatrix ecm for carotid repair product, which is indicated for vascular reconstruction and repair of the carotid artery.